Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set blocked alarm event on 24-jul-2024, 25-jul-2024 and 26-jul-2024. The blockage was located at the site. No further information available.